Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. This complaint cannot be confirmed.   A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Awareness date reported on follow up 1 report as may 24, 2018 but should have been november 19, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It was reported that the device was being used with two additional anchor devices reported under MFR:1221934-2018-54880 and MFR:1221934-2018-54878. As of this date, the device has not been returned for evaluation. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported via phone by the sales representative that prior to a knee procedure, it was observed that three lupine anchors had bent tips. It was reported that another package of lupine anchors was opened to complete the procedure. There were no patient consequences.